Event description:
It was reported that the pt was a (B)(6) year old male, 170 cm tall, weighing 71 kg was in cardiac ICU for a valve replacement. The senior physician punctured the vena jugularis, but was unable to aspirate. He then noticed a hairline crack in the luer slip of the cannula. As a result, a new kit was opened and the pt was punctured again to complete the procedure. A delay was reported, however, there was no death or complication to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.